Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon popped in the esophagus before reaching the first set required pressure and caused a slight mucosal tearing. No pieces of the balloon detached inside the patient. The physician felt there was a little bleeding and it may have been a result of the dilation. The balloon was removed and the patient was monitored for possible esophageal perforation. It was confirmed there was no perforation and no further medical intervention was needed. The procedure was not completed, however it was reported the patient is okay in her current condition.